Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with a blood glucose reading of 45 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer does practice the correct priming technique. Nothing further was reported.